Event description:
It was reported by the user facility that the device leaked during a procedure. The procedure was completed successfully with no delay, medical intervention, or adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported by the user facility that the device leaked during a procedure. The procedure was completed successfully with no delay, medical intervention, or adverse consequences.